Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that intermittent capture was observed on the rv lead. The patient presented to the hospital with chest pain and syncope. A temporary wire was inserted and later the rv lead was capped and replaced. Patient was fine.